Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: what color cartridge was used throughout the procedure? Blue. What was the indication for surgery? Bariatric surgery. What was the procedure? Robotic assisted gastric by-pass. How was the post-op bleeding identified? Hemoglobin drop. How many days postoperative was the bleeding identified? 2 days post op. What was the total estimated blood loss (ml)? Not shared by customer. Was a transfusion required? Not shared by customer. What was the pre and postoperative anti-coagulant and pain management protocol? Not shared by customer. Was the bleeding intraluminal or extraluminal? Extraluminal. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a adipositas gastric by-pass surgery, bleeding was detected 2 days after surgery. Re-surgery needed to be perform. Bleeding detected in stomach pouch, on the staple line. Patient had extended hospital stay.